Manufacturer narrative:
The fsr cleaned and reinstalled the peripheral component interconnect (pci) ribbon cable. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) displayed a 'service system' message. A power cycle was performed and the issue resolved. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.